Manufacturer narrative:
Section b5: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to pain in right leg, swelling in right leg, ivc filter with chronic thrombus and scarring. This resulted in bilateral iliac vein stents implanted through the filter and performance of a mechanical thrombectomy. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Scarring, leading to stenosis, of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling of the legs and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data section 6: per the medical records, the correct index procedure date was (B)(6), 2010.

Manufacturer narrative:
The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Initial reporter occupation: other, senior counsel, litigation. (B)(4). Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to pain in right leg, swelling in right leg, inferior vena cava (ivc) filter with chronic thrombus and scarring. This resulted in bilateral iliac vein stents implanted through the filter and performance of a mechanical thrombectomy. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of stage ii chronic kidney disease (ckd ii), hypertensive nephrosclerosis and chronic deep vein thrombosis.  The filter was deployed via the patient's right femoral vein. The filter was placed without difficulty below the renal veins. The device was well seated.   Five years after the index procedure, the patient experienced multiple deep vein thrombi, post embolic syndrome of his left lower extremity, high-grade stenosis to occlusion of the external iliac and femoral vein. An angiogram procedure was conducted with no complications. Six years and one month after the index procedure, a computed tomography (CT) scan revealed that the filter has a small burden of peripheral inferior vena cava (ivc) thrombus at the mid-filter level. The patient experienced chronic occlusion of the right common iliac through the femoral veins with collateralization via numerous prominent superficial veins. The patient has experienced worsening of his ckd ii. The records noted that the ckd was secondary to hypertensive nephrosclerosis. Six years and two month after the index procedure, the patient experienced sclerotic right iliac vein secondary to multiple deep vein thromboses. An intravascular ultrasound revealed the presence of the filter with chronic thrombus and scarring. Bilateral iliac vein stents were placed through the filter and a mechanical thrombectomy was performed. Eight years and six month after the index procedure, a computed tomography (CT) scan revealed the ivc filter is at the l2-l4 level. The ivc is severely stenotic or occluded at the superior extent of the filter and some of the stent struts have perhaps minimally penetrated the wall of the inferior vena cava. Other conditions noted were a markedly dilated/tortuous left gonadal vein (suggestive of compensatory collateralization) and dilated superficial venous tributary in the subcutaneous fat of the right lateral abdominal body wall. The report also states that the renal sinuses contain small nonobstructing stones and the right renal cortex contains two hypodense masses. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the ivc, blood clots, clotting and/or occlusion of the ivc, chronic thrombosis, scaring, pain and swelling of right leg. The form states that the thrombus and scaring resulted in bilateral iliac vein stents being implanted through the filter and a mechanical thrombolytic procedure was performed.